Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument would not close. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.